Event description:
A customer contacted beckman coulter inc. (Bci) regarding smoke coming from the back of the unicel dxc 600 synchron chemistry analyzer. Smoke lasted for a minute. No flames were visible. There was an exhaust fan present above the instrument and smoke did not fill the lab. No injury was reported from this event.

Manufacturer narrative:
Field service engineer (fse) was dispatched. Found that both the main and auxiliary power supplies were blown and ordered new parts.